Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code of e2330 captures the reportable event of hips, groin, and legs pain. Imdrf impact code of f1202 captures the reportable event of the patient being unable to walk. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that an obtryx ii device was implanted to the patient on (B)(6) 2019, for the treatment of stress urinary incontinence after undergoing an ineffective pelvic floor rehabilitation in 2015. Following the implantation, the patient experienced pain in the hips, groin, and legs making the patient unable to walk. It was reported that she declined from a previously very active lifestyle to a disabled state. No medical interventions have been performed to address the symptom.